Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was gaining time on pump. Customer's blood glucose level was unknown. Customer stated that insulin pump also issue with rewind process, when its done it give her a beep but also she has to press the center button for it illuminate the screen again. She stated that over wise insulin pump will stay black. Customer declined trouble shooting for insulin pump issue. The insulin pump will not be returned for analysis.